Manufacturer narrative:
Device 17 of 20. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that 20 wafers from 2 market units with the same lot had an off centered opening. None of the affected wafers were used. A photograph depicting the issue was received from the end user.

Manufacturer narrative:
Additional information (h10) - this emdr is being submitted to include the clinical signs, health impact, med. Dev. Problem codes, components, cause investigation code, imdrf investigation findings and imdrf cause conclusions and investigation summary captured under h10. Correction (g1) - contact office address: (B)(6). Returned sample evaluation: as additional information, photo was received for this complaint. Upon visual evaluation of the photo provided, the off center reported by the customer can be confirmed. No samples were received for evaluation. Related event conclusion: method ¿ pick and place vacuum nips not standardized. Based on the process review carried out, if the vacuum nips of the pick and placed are not standardized, when the machine take a component it drops it misaligned and an off center hole failure mode can occur. Standardization of vacuum nips of the pick and placed was only performed in the ats#2 line on 10/may/2021 (see attachment #1), but it will be deployed to ats#1. Based on the preliminary investigation carried out, the most probable cause of the problem was identified and confirmed during the process review carried out. A CAPA plan will be generated to deploy the implementation of the pick and place standardization action performed in the ats#2 to ats#1 line, which address the cause identified. The investigation associated with related event was approved and is complete. No additional action was required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: b5: when the initial emdr and follow-up report 01 were submitted only one photograph was available at that time. This report is being submitted to inform regarding additional photographs that have been received from the complainant regarding alleged issue, lot number and the part number. D4: UDI number h6 - imdrf cause investigation code b15 added for photograph to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
To date no additional patient or event details have been received.